Manufacturer narrative:
During the reported event, the surgeon noticed a gown strikethrough. The surgeon changed the gown and completed the procedure successfully wearing the second gown. The surgeon subject of the reported event was utilizing a level 2 gown which provides an inadequate amount of barrier protection for use during the orthopedic surgery. The product labeling clearly identifies the level of barrier protection. The level 2 gown did not malfunction. The user facility should use a higher barrier property gown (e.g. Level 3 of level 4) for orthopedic procedures. On (B)(4) 2017, the steris account representative provided in-service training at the user facility on how to select the proper gown for the intended surgical procedure and gown usage.

Event description:
The user facility reported that during a patient orthopedic strikethrough occurred on surgeon¿s surgical gown in the sleeve area - middle of forearm and elbow.